Event description:
It was reported that during the deployment of a vena cava filter, resistance was encountered as the filter was being advanced and the filter legs became caught at the distal end of the introducer sheath. The deployment was completed after additional manipulation of the introducer sheath; however, the filter became tilted. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.